Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation despite multiple attempts. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR could not be reviewed due to the unknown lot number.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ where it was reported there was a continuous leak at the connection site. There was patient involvement, but no harm reported.